Manufacturer narrative:
Per the t:slim x2 user guide, ¿make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person¿. T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 400mg/dl, and the meter bg reading was 173 mg/dl. Reportedly, the customer had taken acetaminophen, and customer performed calibrations when there was no bg value displayed on the cgm home screen. No additional patient or event information was available. A root cause could not be determined.